Event description:
It was reported that a reaction from chloraprep. Verbatim: oedema peripheral [oedema peripheral], erythema [erythema], rash [rash]. Case description: case reference number (B)(4). (Bd ID:) is a spontaneous case initially received from a healthcare professional via canadian health authority ((B)(4)) on (B)(6) 2021 and concerns a (B)(6) female patient. Chlorhexidine (B)(4). Dear colleagues kind reminder for the email below since the bd ID is still not provided and the case needs to be submitted to (B)(6). Any unauthorized dissemination or copying of this e-mail message and any use or disclosure of information contained in it is strictly prohibited and may be illegal.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the canadian health authority. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.